Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and exchange from textured to smooth due to concern with the product. As per ultrasound report confirmed deflation with tiny amount of fluid adjacent to implant capsule. As per operative report, leakage of breast prosthesis and fairly thick capsule with some areas of calcification. This record is for left side. The device was explanted.

Event description:
Healthcare professional reported deflation and exchange from textured to smooth due to concern with the product. As per ultrasound report confirmed deflation with tiny amount of fluid adjacent to implant capsule. As per operative report, leakage of breast prosthesis and fairly thick capsule with some areas of calcification. This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b6, d3, d9, g1, h3, h6. Device evaluation: the device related to the reported events of anxiety-product/procedure and deflation was received on may 13, 2025, with catalog number mcghan-300. Based on the product analysis performed, the assessments of the complaint codes are: - anxiety-product/procedure: unable to observe as it is not related to the manufacturing process - deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.